Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.